Event description:
It was reported the patient received the following results within 15 minutes: 225 mg/dl, 195 mg/dl, and 103 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.